Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_lead, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The consumer reported that they wanted to have their implantable neurostimulator (ins) removed. The patient noted that their surgeon implanted the ins in the wrong spot and it was 3 inches from the right spot. It felt like they were laying on a hockey puck when they were laying on their back. Instead of putting the ins on the side they put it near the spinal column near the coccyx. It was so painful that it was "killing" them and was more painful than the pain they had at implant. The patient was indicated for cervical and neck issues. No serial numbers or interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.